Manufacturer narrative:
The device was returned to olympus for evaluation. The user¿s complaint was confirmed. The device was tested using olympus test equipment, probe check was performed and the device failed the probe check. Error code u509 was observed. The visual inspection on the received device revealed that there was tissue build up on the jaw area. The teflon pad was in good condition. The distal end was inspected under a microscope and no visual damage to the probe; however, error u509 was most likely due to an internal crack inside the probe unit.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The exact cause of the reported event could not be determined at this time; however this type of probe damage is most likely due to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the probe. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur.

Event description:
Olympus was informed that during a total laparoscopic hysterectomy (tlh) procedure, the probe cracked and a ¿u504¿ error displayed on the generator .there was an unspecified time delay in the procedure while the device was been replaced by another thunderbeat device to complete the intended procedure. In addition, olympus was informed that there was no damage to teflon pad and no metal was exposed. The event occurred while the doctor was cutting the cervix, using the device. No medical or surgical intervention was needed. It is unknown if the device was inspected prior to use. There was no patient injury reported.